Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead us was implanted on (B)(6) 2006. The lead remains implanted. Md worried about fidelis lead because of study that came out regarding issues with sprint fidelis after change-out. Pt is dependent. Unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).